Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included appendectomy and wisdom teeth removal. Previously administered products included for an unreported indication: oral contraceptive and depo provera. Concurrent conditions included peptic ulcer disease and ganglion cyst. Concomitant products included ibuprofen. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), weight decreased ("weight loss."), abdominal pain lower ("lower left abdomen pain") and back pain ("lower back pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and weight decreased outcome was unknown, the genital haemorrhage had resolved and the abdominal pain lower and back pain was resolving. The reporter considered abdominal pain lower, back pain, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. On (B)(6) 2008 essure confirmation test(s) conducted and result are "coils was in a ¿weird¿ position on left, but that it would ¿fix¿ itself". Most recent follow-up information incorporated above includes: on 24-sep-2018: pfs received: demographic added. Product information added. Event added are as follows: vaginal haemorrhage, menorrhagia, abdominal pain, back pain, lower abdominal pain, weight decreased, genital haemorrhage. Events onset date, severity and outcome added. Concomitant drug and condition added. Historical drug and condition added. Lab data added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included appendectomy, wisdom teeth removal, chronic anxiety, varicella, knee operation (left), acute appendicitis, drug allergy (percocet and vecuronium), knee pain, impingement syndrome, cervical pap smear abnormal and lsil. *on (B)(6)2008 essure confirmation test(s) conducted and result are "coils was in a ¿weird¿ position on left, but that it would ¿fix¿itself.". Previously administered products included for an unreported indication: oral contraceptive and depo provera. Concurrent conditions included peptic ulcer disease, ganglion cyst, fatigue, gastrointestinal pain, constipation, urinary frequency, urinary urgency, tubal ligation, urination pain, dyspareunia, dysmenorrhea, shoulder arthroscopy (right), colposcopy (hgsil) and vaginal discharge (blood-tinged). Concomitant products included ibuprofen. On (B)(6)2008, the patient had essure inserted. In (B)(6)2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), abdominal pain lower ("lower left abdomen pain"), back pain ("lower back pain"), dyspareunia ("dyspareunia") and dysmenorrhoea ("dysmenorrhea") and was found to have weight decreased ("weight loss."). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, weight decreased, dyspareunia and dysmenorrhoea outcome was unknown, the genital haemorrhage had resolved and the abdominal pain lower and back pain was resolving. The reporter considered abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.7 kg/sqm. Gynaecological examination - on (B)(6)2016: results: no abnormal finding. Haemoglobin - on (B)(6)2016: 10.5. Hysterosalpingogram - on (B)(6)2008: results: total bilateral occlusion. Pathology test - on (B)(6)2016: specimen is labeled "uterus, cervix and fallopian tubes". Received in formalin is an identifiable uterus with cervix and bilateral tubes weighing 142 grams. Ovaries are not present. Fallopian tube measures 6 cm in length and up to 1 cm in diameter. The right tube shows a 1.2 cm para tubal cyst. Representative portions of each tube are submitted in cassettes a 1 and a2, the uterus measures 8 x 6.5 x 5.5 cm. Serosal surfaces are smooth and glistening and without focal lesions. Opening of the uterus shows no focal endo cervical or endometrial lesions. Mild acute blood loss anemia. Smear cervix - on (B)(6)2016: abnormal; on (B)(6)2016: abnormal; on (B)(6)2016: 1. Abnormal cervical pap smear 2. Hgsil ((high grade squamous intraepithelial lesion) on pap smear of cervix); on (B)(6)2016: abnormal cervical pap smear; on (B)(6)2016: abnormal pap showed lgsil; cannot rule out hgsil.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia, weight loss, vaginal bleeding. Most recent follow-up information incorporated above includes: on 16-jan-2020: pfs received : events added-dysmenorrhea (cramping), dyspareunia (painful sexual intercourse). Events onset date, medical history added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted for female sterilisation. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.